Event description:
Device 2 of 3. Reference report # 1627487-2012-00578 and 00580. It was reported the pt's scs system was explanted on an unspecified date due to lack of efficacy.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.